Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual examination of the staple cartridge noted that the loading unit had a full complement of staples. The proximal end of the loading unit adapter was broken. Due to the noted damage no functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the loading unit while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter during a lap appendectomy, there was poor staple formation. Staples began to fire at proximal end but did not form. The staple line was incomplete on the distal end. A new handle and reload were to fix the staple line. The jaws of devicedid lock on tissue, but it was removed from instrument normally. There was no reinforcement material was used. No patient adverse events were reported. Current patient status is alive with no injury.